Manufacturer narrative:
Alleged failure: the doctor said she felt a "hit" in her face, twitching and low level shock. Wearing glasses but no hearing aid. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be improper set up and/or a breach in the insulation of the sheath. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was alleged that an electrical event took place during procedure. The procedure was completed successfully with no reports of harm or adverse consequences to either the user or the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was alleged that an electrical event took place during procedure. The procedure was completed successfully with no reports of harm or adverse consequences to either the user or the patient.